Event description:
Caller reported the presence of air bubbles in the tandem mobi cartridge during insulin pumping. There was no adverse impact to the customer's blood glucose level. During troubleshooting, it was discovered that the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.to resolve the issue, the customer replaced the cartridge and continued with insulin administration.